Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on unknown date involving a 4 gang 4-way stopcock w/baseplate. It was reported that the device was leaking at connection point with tape. The patient was on a significant vasoactive support- high concern due to instability of patient and requiring line change. There was patient involvement but no patient harm due to train (stopcock) itself but because patient was extremely unstable. Any small change; patient decompensate so changing line early due to a leak was concerning.